Event description:
It was reported that the patient had a 3.0 x 14 mm non-abbott stent implanted in the proximal left anterior descending artery (lad) on (B)(6) 2013. The patient was discharged a few days later, but experienced angina after arriving home. He took medication (nitro and pain medicine), however due to increasing pain, returned to the hospital. A total occlusion with thrombus was noted between the proximal and distal lad. Treatment was performed using and extraction catheter. Intra-vascular ultrasound (ivus) was performed and an intra-aortic balloon pump (iabp) was placed. The patient was monitored for observation. Although the target lesion was decided as "percutaneous coronary intervention (pci) defer" based on fractional flow reserve (ffr) measurements, a 3.0 x 15 mm xience prime stent was implanted in the left circumflex artery (lcx) to the left main trunk (lmt) on (B)(6) 2013. The patient was discharged on (B)(6)2013; however returned to the hospital, as he had chest pain after going home. Angiography revealed thrombus from the lmt to lad and lcx. Balloon angioplasty, optical computed tomography (oct) and ivus were performed. An iabp and a percutaneous cardiopulmonary support device (pcps) were also placed. The patient did not recover and he passed away on (B)(6) 2013. The cause of death was acute myocardial infarction. An autopsy was not performed. The physician commented that the second thrombus was noted prominently at the position of the implanted non-abbott stent (lad), but he could not identify the cause of the thrombus. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, myocardial infarction, thrombosis, and death are listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency.